Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A non-bsc guide catheter was advanced. A 2.75x16mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a damaged and detached/ separated stent.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: the stent delivery system as returned for analysis. No issues were noted with the profile of the devices tip. The device was returned with a 6fr guide catheter. The guide catheter was severely kinked at several positions along its length and was severed longitudinally at its distal end. The guide catheter was then dissected longitudinally and the stent was found 505mm proximal to the tip of the guide catheter. The stent of the device was received in the middle section of a guide catheter. The stent was removed from the guide catheter and a visual and microscopic examination revealed that the stent struts were severely stretched and distorted across the length of the stent. The stent measured approximately 40mm in length and was beyond specification. This type of damage is consistent with meeting an obstruction during the advancement of the device. There were no issues noted with the profile of the balloon. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The balloon wings were clearly visible and evenly folded indicating the balloon was not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual and tactile examination found no issue with the profile of the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).